Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed. Analysis revealed that there was blood on the distal conductor of the lead and it was obstructed. (B)(4).

Event description:
It was reported that during the implant attempt, the whisper wire used to implant the lead was left in the body of the lead while the other leads were implanted. The wire was allowed to dry out and the physician had difficulties removing the wire from the lumen of the lead. The physician felt that a new lead wire would be best. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.